Event description:
It was reported that the patient presented for follow up with noise exhibited by the right atrial lead. Further information was requested but not received.

Event description:
New information noted that the noise was over-sensed. The patient was reported to be stable.